Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the boom and orienting platform (op) position was unusual for the selected anatomy. The surgeon was not able to reach the target anatomy with some arms as easily as usual. The customer was just starting a partial nephrectomy (left), and prior to calling, the customer restarted the system twice. Per customer, the boom was straight, but the op was slightly rotated. There was no voice message stating that the targeting was not properly completed. An intuitive surgical, inc. (Isi) technical support engineer (tse) made sure that the selected anatomy was renal, and that the targeting was performed properly. The system logs were clean. The tse recommended performing the targeting again. The customer informed that this had been done already. During the conversation, the customer indicated that it looked like the endoscope moved slightly and unexpectedly for a little moment, and then came back to normal, without impacting the surgery and the patient. The tse explained that it might be a possible issue with the endoscope, even though nothing was seen in the system logs. The tse recommended using another endoscope and re-doing the targeting to see if this resolved the problem. The customer would inform the surgeon and perform the recommendation if possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was a bad manipulation and not an issue with the robot.

Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope moved slightly and unexpectedly, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi field service engineer followed up with the customer and clinical sales representative (csr) who confirmed that the subsequent surgeries were performed without any issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged issue cannot be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the endoscope instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.